Event description:
Patient reported left side rupture and hardness . Healthcare professional later called and confirmed left rupture. Healthcare professional also reported asymmetry and capsular contracture baker grade unknown via an operative report. Device has been explanted and discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported left side rupture and hardness . Healthcare professional later called and confirmed left rupture. Healthcare professional also reported asymmetry and capsular contracture baker grade unknown via an operative report. Device has been explanted and discarded.